Event description:
Arthrex sales representative brought in a bio tenodesis set. They had bone in the 4.5 and 4.0 cannulated drill bits. This was transported contaminated and had the potential to be used on a patient.